Event description:
Information received with return of the explanted device notes a fracture of the insulation. The patient's underlying rhythm was sinus bradycardia at 50 bpm with frequent ventricular premature beats. Post surgery, the patient was in good condition.